Manufacturer narrative:
No product has been returned for evaluation. Xray films provided do not confirm alleged event. Labeling review: contraindications: contraindications include, but are not limited to: patients with inadequate bone stock or quality. Potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra. Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well. Informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications.

Event description:
On (B)(6) 2019, patient underwent an interbody fusion procedure with posterior fixation on the l4 to s1 vertebral levels without any reported issues. Approximately one month post-operative, patient began experiencing pain on the right side and difficulty walking. Postoperative images revealed that patient had experienced a sacrum fracture. On (B)(6) 2019, patient underwent a revision procedure where the lock screws were replaced and construct was extended.